Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured december 14, 2015 ¿ december 17, 2015. The device was received for evaluation with approximately 32 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test and a functional flow rate test were performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not flow during an infusion of 1000 mg desferrioxamine in 52 ml of 0.9% sodium chloride. Only about half of the solution infused. The device was removed from the fridge 4 to 6 hours prior to attachment to the patient. The flow restrictor was taped directly onto the patient's skin, on the patient's stomach. The elastomeric reservoir was approximately 6 to 8 inches below the distal end luer lock. There was no patient injury or medical intervention associated with this event. No additional information is available.